Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent alert 38 indicating a motor stall along with prolonged high glucose readings, despite multiple restarts, and later confirmed a bent cannula after changing the inset 23 infusion set; insulin delivery was resumed and the user was advised to detach from the pump and use backup therapy due to continued high readings and fatigue. Symptoms included fatigue associated with hyperglycemia. Outcomes included the need for therapeutic intervention using backup therapy without outside assistance or medical intervention. Investigation included guided troubleshooting, infusion set change with confirmation of a bent cannula, and clinical guidance to disconnect and administer insulin via backup therapy. Investigation of this case revealed a device alarm consistent with a motor stall and an infusion set cannula issue, with continued hyperglycemia despite set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.